Event description:
It was reported to philips that the operation test failed, and the treatment was disabled. Device was in clinical use but no reported adverse event. As the record reports that treatment was disabled during clinical use, the record will conservatively be assessed as a serious injury due to the serious deterioration of health that may result from a failure of the device to perform as intended. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the operation test failed, and the treatment was disabled. There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.